Event description:
The ge oec fluoroscopy sys locked up while trying to recall images from the directory. This was an intermittent issue.

Manufacturer narrative:
A ge oec svc rep investigated the issue and performed a cpu upgrade. The single board computer (cpu) and associated pcbs and software were upgraded for compatibility.the sys was tested, found to be operating completely, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.